Event description:
During an investigation for an unrelated event, the compressor motor and tubing kit was replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that compressor with motor, tubing kit were defective and required replacement. The issue was decided to be reported as defective parts may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the customer refused to replace the parts due to repair cost and condition of the machine. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).